Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3229 ml. The largest prescribed fill volume was 1800 ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010 and notified her of the patient's iipv found during evaluation. The log revealed a use error due to an inappropriate bypass of the caution negative ultrafiltration alarm. The nurse was not aware of this event as the patient did not report it. Additionally, the patient did not report experiencing any overfill symptoms. Product surveillance notified the nurse of the probable cause of the iipv. The nurse was not aware of the caution negative ultrafiltration alarm, however, stated that the patient received a new cycler and has no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain as there was a false empty detect because of a use error due to an inappropriate bypass of the caution negative ultrafiltration alarm. The device will be routed to the service area.